Manufacturer narrative:
The device was returned and evaluated by cardinal health. The device was observed inserted into the introducer sheath with buttons #1 and #2 depressed and button #3 retracted upon receipt. The sealant was not returned with the device. The condition of the returned device indicates a complete deployment of the sealant; however, it is unknown if the device was manipulated post procedure. The device and the introducer sheath were inspected for any damage or defect that may have obstructed the device path during the procedure. No anomalies were observed. The insertion step was performed during the investigation and the returned device was able to be inserted into the returned introducer sheath without issue. The review of the lot history record (f1613205) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided, the condition of the returned device and the investigation performed, the reported event could not be confirmed and the root cause could not be conclusively determined. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that the mynx ace device could not be inserted into the introducer sheath. The device was "sticking" and could not be deployed. The device was being used for arterial closure following a peripheral procedure. The device was removed and manual pressure was held for 30 minutes or less. There were no visible kinks noted in the sheath after removal. The patient's hospitalization was extended. No further information is available at this time.